Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states that they received a pack of gauze that contained only 9 pieces instead of 10.

Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history. There were no samples submitted with this complaint. A picture containing nine unbanded sponges was submitted by the customer for review. The photo does not show the correct configuration of the sponges within the band. The reported condition is not confirmed. The returned product did meet quality release specifications. Product analysis could not confirm if the failure contributed to the reportable event. Possible root cause may be the scale challenge for weight count was not set up correctly on the autobanders. Added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. Product originates at the plant and then goes to another source to be used, it is also possible that the sponges could have been lost during the outside process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria. This evaluation is performed at a tightened sample size for miscounts. A corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. Compliant questionnaire was created for the complaint analysis to ask specific questions to allow voice of the customer responses. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing is currently being performed at a heighten level for products packaged using banded 10¿s for miscount. This heightened testing is performed to ensure containment for the reported condition.